Manufacturer narrative:
Product analysis:analysis confirmed the comment that the generator had damaged knobs, the upper case was broken and the encoder was pushed inside of the device. It was additionally noted that the encoder assembly was contaminated, two knobs were missing, the display wires and the output connector assembly wire were pinched with the wire insulation exposed. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had damaged knobs. There was no patient involvement. It was further reported that the product had been returned to service.